Event description:
The customer observed falsely decreased sodium results generated on the architect c8000 processing module for multiple samples. The following example result was provided: (customer provided reference range is 137-146 mmol/l, critical low 116 mmol/l) initial result = 116 mmol/l, repeat result = 137 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing multiple parts including the cup, ict-ref with probes, rohs of the architect c8000 processing module. No additional discrepant result issues have been reported since the service activity was completed. The cup, ict-ref with probes, rohs was determined to be the likely cause of the issue. Data and information provided by the customer were reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. Additionally review of complaint and trending data associated with the cup, ict-ref with probes, rohs did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the architect c8000 processing module for multiple samples. The following example result was provided: (customer provided reference range is 137-146 mmol/l, critical low 116 mmol/l) initial result = 116 mmol/l, repeat result = 137 mmol/l no impact to patient management was reported.